Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.na.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 20f sheath hole prior to an endovascular aneurysm repair interventional procedure. Reportedly, when pulling the plunger, the suture broke. Another prostyle was used but the same occurred. The suture of a prostar xl was successfully pre-placed and the procedure was completed. The prostar xl suture was used in the pre-close technique to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device and the reported suture break was observed as a link break. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture/link due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.